Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the experienced issue. The condition was verified and reproduced during testing. The device was found out of specification in relation to the identified delayed keypad response. The delayed keypad response was found to be caused by a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was experienced that a spectrum pump had a delayed keypad response during service of the device. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.